Event description:
Patient reported "damaged implant". Later Patient reported "implant has no cracks/rupture". Later patient reported "psychological problems". Later patient reported "implant shows slight cracks" and "rupture". Later patient reported "mild tears". Later healthcare professional reported "rotated implant" and "low-cellularity fibrosis of prosthetic capsule tissue". This record is for the left side. Device was explanted.

Manufacturer narrative:
A review of the Device History Record has been completed. No deviations or non-conformances noted.Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.Reason for reoperation: Rupture and Malposition.